Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient. The caller reported that she does not know the cause of the poor communication. The caller stated that they were sent a new patient programmer, still could not get it working, so they made an appointment with their healthcare provider (hcp). The hcp indicated there were some more steps to take to get it to communicate. The hcp walked them through the steps and it was all resolved. Patient weight was updated. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient had poor communication. Caller was trying to turn the ins back on after patient had an unrelated MRI the day of the report however they were unable to sync with the ins. Caller stated they were able to sync with the ins earlier to turn it off but now they were seeing the poor communication with and without the antenna. Caller did confirm that the antenna was secure however that didn't resolve the issue. They also placed the patient programmer directly over the ins to no resolution. On march 22, 2018, additional information was received from a family member of the patient. The caller reported that the replacement patient programmer (pp) the patient received from repair still was not able to sync with the implantable neurostimulator (ins). Patient service had the caller try communicating with and without the antenna and poor communication was encountered both ways with the replacement pp. Patient service redirected to the healthcare provider (hcp) and reviewed that due to age of the ins, the ins may be at its end of service. The caller reported that they will follow up with their hcp. No symptoms were reported. No further complications were anticipated/reported.